Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported, during a lower leg angiogram, the operating room nurse reported the surgeon experienced problems the cook micro-puncture set (mpis). The tip of the (mpis) wireguide became disconnected inside the patient, which was eventually fished out and the patient was unharmed. The tip was retrieved from the calcified vessel and the tip was covered with tissue. Per additional information received, 02/22/2017: the needle did not advance inside the femoral artery, however the needle was still in the patient when the wire was retracted and the wire-tip became dislodged. The wire tip which was very superficial was then retrieved using hemostats. No additional information has been received.

Manufacturer narrative:
Catalog number: reported as either mpis-501-nt-sst or mpis-501-10.0-sc-nt-u-sst. A review of the documentation, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Monitoring will continue to be performed for similar complaints. Per the quality engineering risk assessment, no further action is warranted.